Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown not provided. Date of event: unknown, as the date incident occurred was not provided. Catalog number: partial number indicated as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown as serial number unknown. Unique identifier (UDI) number: unknown as serial number unknown. If implanted, give date: unknown/not provided. If explanted, give date: device remains implanted; therefore, no date available. (B)(6). Device manufacture date: unknown as serial number unknown. The intraocular lens (iol) is not returning for evaluation as it remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) that was implanted at 108 degrees into the right eye (od) had rotated to 140 degrees 7 days post implantation. Pre-operative auto refraction +5.75(-5.00)29. At 7 days after the operation the auto refraction was at +1.25 (-3.50) 173. Surgeon repositioned the lens at a later date, which resolved the problem. No further information provided.

Manufacturer narrative:
Additional information: the serial number was received on 6 december 2021, also provided was post-op refraction -0,5. As the serial number was provided, the following fields have been completed accordingly. Section d4: catalog number: zct3750255 section d4: serial number: (B)(6) section d4: expiration date: 13-apr-2026 section d4: unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: 13-apr-2021 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.